Event description:
It was reported that the patient visited the emergency room due to receiving several shocks caused by the device overdetecting episodes of supra-ventricular tachycardia. The ventricular fibrillation rate of the device was increased and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.